Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he was receiving a no delivery alarm on the insulin pump. Customer's blood glucose was 200 mg/dl at the time of the incident. Customer was assisted in performing a 5.0 unit fixed prime. Customer stated that the insulin did exit and the pump alarmed no delivery. Customer noticed that if he rewinds, it pushes insulin and then it doesn't. Customer was using expired reservoirs that expired in (B)(6) 2015. Customer was advised of off-label use and to use reservoirs that are not expired. Customer reported that insulin exits the tubing. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by a set or reservoir occlusion or the expired reservoir. Customer mentioned that he changed the set and had 3 infusion sets on his body.